Event description:
It was reported that the during device power up there was an error code displayed. The battery was removed from the device and the error was cleared. The device will be placed back into service. There was no patient involvement during the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device was not returned to the manufacturer and will not be evaluated.